Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient used a stim device for their dorsal flexor, this device attached below the knee. As soon as the stim device for their dorsal flexor was turned on, they experienced lower back pain. If they turn the spinal cord stimulation (scs) stim off, the lower back pain does not occur but the chronic pain at their upper back leg re-appears quickly. It was suggested to the patient an appointment at their clinic together with a manufacturer representative and a neurologist do determine how to proceed further.